Event description:
It was reported that catheter fractured occurred. The opticross imaging catheter was introduced and used once. However, when the device was being flushed for a second run, it was noticed that fluid did not come out of the tip but was instead coming out of the mid section of the catheter which was fractured and cracked. The procedure was competed with another of the same device. No patient complications were reported.